Event description:
Rn responded to IV pump alarming air in line in morning. Rn noted at this time that bottle empty and clear liquid puddle on floor. Rn opened door to channel. Inside of door very saturated with clear fluid. Appears that leak/break in line occurred inside of channel door.